Event description:
It was reported by the aci sales professional that a female patient underwent a left heart catheterization on (B)(6) 2010. The radiology technologist (rt), a trained user to the mynx, proceeded to prep and deploy the device per the instructions for use (IFU). Two days post procedure on (B)(6) 2010, the patient returned to the emergency room (ER) presenting with right groin pain at the access site. An ultrasound was performed which detected a small pseudoaneurysm (psa), (size unknown) in the right common femoral artery. The psa was successfully treated with thrombin injection. The patient remained in the hospital overnight for standard observation and was discharged the next day. No other clinical sequela to the patient was reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f0927220) indicated that the mynx device met all performance specifications upon shipment.